Manufacturer narrative:
From the picture provided, it seems to be a "tubes easily disconnecting". No other issue was observed. A functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes were required. From the picture provided it seems to be a "tubes easily disconnecting", complaint cannot be confirmed; however, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective action. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the anesthesiologist observed that the double lumen connectors were not staying attached. The pt condition is reported as fine.